Event description:
It was reported that following a "hard fall" there was no stimulation sensation and a loss of therapeutic effect. No communication could be established with the pt programmer or the physician programmer. It was indicated that the pt had been able to recharge, but it was unclear when the pt last recharged or lost stimulation. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.